Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could relate to the reported event. Product has been received by MFR, however, the investigation report is not complete at this time. A f/u report will be submitted when investigation is complete.

Event description:
Complaint is reported as: the cuff would not deflate prior to use.